Event description:
At the end of a laparoscopic bilateral cystectomy procedure while surgeon and resident were closing 2 small skin incisions, all counts & rf wand were completed, the circulating nurse noted thick black smoke emitting from the rear of the erbe generator. The generator was immediately shut off by the surgeon and cord removed (there was no instrument attached to the cord.) The circulating nurse then removed the power cord from the wall, at this time sparks and fire shot out from the back of the generator. The scrub nurse retrieved the red fire extinguisher from outside the room, instructed staff to pull the fire alarm, then pulled the pin and with a sweeping motion sprayed the rear of the erbe generator until fire and smoke stopped. The circulator then called a code red. It was then decided that all oxygen (anesthesia) should be shut off, and patient should be moved to another or. The patient was then transferred with assistance to complete skin closure and extubation/emergence from anesthesia.